Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's mother stated that her son lost his pump about 5 days ago and was not aware of his blood glucose at the time. The mother stated that her son's blood glucose has been around 500 mg/dl. The customer declined to troubleshoot for high blood glucose readings.